Event description:
While testing the device, the user experienced a "defib com" error. There was no pt involved. Testing of the device isolated the fault to the defibrillator assembly (591327), but the precise cause was not identified. The entire assembly was replaced. The event is not occurring more frequently or with greater severity than is usual for the device.